Manufacturer narrative:
This report is submitted on february 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced build up of fluid under the skin flap. Subsequently the patient was treated with a steroid (date and type not reported).